Event description:
Philips recalled the respironics portable CPAP (dream station go) device on april 26, 2021. Patients have attempted to have their devices changed out for over 3 years. Philips claims to not have availability of the replacement products, yet the product is available to purchase from the website. The initial recall was for the replacement not for compensation. Every day these devices are endangering the CPAP patient population. This is a long-term exposure issue. Injury from exposure like this takes time to be revealed. These devices must be removed from the market. The FDA needs to follow up on these recalls.